Manufacturer narrative:
Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision hip surgery due to patient complaint of pain. X-ray revealed dislocation of prosthetic implant. Upon surgery, discovery of damaged femoral stem implant.